Event description:
It was reported that one day post implant the right atrial lead exhibited low sensing and intermittent capture. A fluoroscopy revealed the lead had dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.